Manufacturer narrative:
Reported event was unable to be confirmed because the incompatibility does not have any definitive relationship to the reported event. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products - unknown cup, unknown liner, unknown stem. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03361, 0001822565-2017-03362, 0001822565-2017-03363.

Event description:
It was reported that a patient is experiencing drop foot, inflammation in the hip, and her whole leg is swollen after a revision. There has been no further revision reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.